Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: hospital phone number: h10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is patient. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient underwent open reduction and internal fixation (orif) of supracondylar-intercondylar fracture of the left distal humerus and anterior subcutaneous transposition of the ulnar nerve due to comminuted supracondylar-intercondylar fracture of the left distal humerus. During a MRI of the spine, the patient had severe pain in her elbow. She found out from the surgeon that during the surgery to repair her humerus a drill bit broke and the fragment was not removed. It was more beneficial to leave the item implanted rather than taking it out. The physician advised the patient that to removed it may cause her more harm to the item was left in. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image shows that there is a broken piece of metal inside the bone however, the adverse event could not be confirmed on the screw with the provided information. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation. No product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.